Event description:
It was reported that balloon pinhole occurred. A 6.0 x 40, 75cm mustang balloon catheter was selected for used. However, when the device was opened, a balloon pinhole was noted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was good.